Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the field generator. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that the lemo connector was bent which made it difficult to insert the connector into the axiem box. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the lemo for the emitter was not connecting to the axiem box. This issue was noted outside of a procedure, and there was no patient involvement.